Manufacturer narrative:
Device evaluation: two devices were received and evaluated for the device fell off complaint. Both devices were evaluated and due to the used condition of the foam pad, the original adhesive properties could not be verified. The adhesive pad verified that there was a moderate amount of adhesion remaining and the adhesive strength was verified as sufficient. The complaint about these devices could not be confirmed.

Event description:
The patient reported that they are experiencing every v-go 40 device falling off from their most recent box. The patient expressed that she is familiar with how to use the device. It was reported that the devices would not stay on for the 24-hour wear period. It was reported that devices are available for return to the manufacturer for evaluation.